Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel dysfunction. It was reported, that a year ago their symptoms went bonkers and went back to nothing. Patient said, they went on pills, because they couldn't figure out why the symptoms were getting back. When the manufacturer representative (rep) looked more closely. They said, it looked like the lead had gone out of place. The patient also stated, that the device stopped working. Patient confirmed, that this happened with their previous device. And they had a replacement. And now it was working fine. The patient was redirected to their healthcare provider(hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: va2q0t8, implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot#: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.